Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a leak from the tpn filter, the tubing was removed. It was also confirmed during follow-up, that there was no patient harm as a result of this event.

Event description:
It was reported that there was a leak from the tpn filter, the tubing was removed. It was also confirmed during follow-up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that there was a leak from the tpn filter was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Yellowish liquid was observed in the set¿s drip chamber and entire length of tubing visual inspection of the set noted no damage or any anomalies. The set¿s micron filter vent was inspected under magnification for holes/tears in the filter membrane or damage to the filter housing. No damage was observed. Functional and pressure testing confirmed leaking out of the filter vent closest to the outlet port on the set¿s micron filter. The set flowed freely and ran with no other issues observed. The root cause of the leak was not identified.